Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced successfully. The patient's received a new system. No additional information was available.

Manufacturer narrative:
The reported noise could not be confirmed. Analysis found that a partial lead was returned in 2 pieces. One lead-to-can external insulation abrasion breaching re cables lumen was found at 11.6 cm to 11.8 cm from the connector pin. On the distal piece internal insulation abrasions breaching the re cables lumen were noted at multiple locations, coating was intact and the inner coil was not exposed in the abrasion regions.